Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 90 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed in the morning on (B)(6) 2015 with results of 50 mg/dl and 56 mg/dl. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot not verified and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 48 mg/dl (B)(6) 2015 08:41 pm; 115 mg/dl (B)(6) 2015 08:46 am; 97 mg/dl (B)(6) 2015 09:22 am; 96 mg/dl (B)(6) 2015 09:24 am; 96 mg/dl (B)(6) 2015 07:48 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 90 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting on (B)(6) 2015 at night with test results of 200 mg/dl. Another back to back blood test performed in the morning on (B)(6) 2015 with results of 50 mg/dl and 56 mg/dl. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot not verified and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.